Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "air bubbles", "wrinkling" "implant sits higher", and "capsular contracture baker grade IV". The reported events are physiological complications, and device analysis typically does not help allergan determine the cause. Clarification to partial date of occurrence: 2021.

Event description:
Patient reported "air bubbles", "wrinkling" and "implant sits higher". Later, healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device remains implanted. Device will not be returned.